Event description:
Reportedly, the needle bent, while trying to pass through two pieces of alloderm. Surgeon stated that the difficulties passing the needle through the alloderm added an extra hour on the procedure time. There was no reported patient injury or impact.

Manufacturer narrative:
During a routine review of our complaints, this complaint was re-evaluated. Because the information available for description of the event is insufficient to support a conclusion that an adverse event did not occur, the complaint will be reported to the FDA as an adverse event.